Event description:
It was reported in a literature review that a patient underwent breast mammoplasty on an unknown date and topical skin adhesive was used. Eight days later, the patient experienced numerous erythematous papules on the upper poles of the breasts that had presented that morning. The patient was taking over the counter hydrocortisone cream which had not alleviated the symptoms. The patient was instructed to continue the hydrocortisone. Ten days later, the rash had spread to the patient¿s flexor forearms. The patient was administered a methylprednisone taper pack and the rash resolved within two days. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.